Manufacturer narrative:
The device is not available to be returned for complaint investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The connection site of the device reportedly leaked during a flush for the patient. The site was then tightened but continued to leak. The customer stated that changing the device out usually creates a mess with the patient's blood and is particularly bothersome for their pediatric patients and parents. There were four extension sets that were replaced for this patient's IV before finding one that would not leak. This emdr reflects the four of same/similar complaints with the same lot number but with no different unique information surrounding the reported occurrences.

Manufacturer narrative:
The complaint of leaks on item mc33213 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.